Manufacturer narrative:
A product history record (phr) review of lot: 18392246 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis as per the instructions for use (IFU); however, it came out before the visual indicator window changed to black-black. Hemostasis was achieved by manual pressure. There was no reported patient injury. The lesion was the below the knee and an ipsilateral approach was made. The vessel diameter was approximately 5 mm or more, and there was no calcification, plaque, or stent in the proximal portion. A 5f non-cordis sheath was used. The doctor has experience using the exoseal in dozens of cases. Additional information was requested; however, could not be obtained. The device was not returned for evaluation as anticipated.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis as per the instructions for use (IFU); however, it came out before the visual indicator window changed to black-black. Hemostasis was achieved by manual pressure. There was no reported patient injury. The lesion was the below the knee and an ipsilateral approach was made. The vessel diameter was approximately 5 mm or more, and there was no calcification, plaque, or stent in the proximal portion. A 5f non cordis sheath was used. The doctor has experience using the exoseal in dozens of cases. Additional information was requested; however, could not be obtained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18392246 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.